Event description:
It was reported that froze on wire occurred. The target lesion, with 90% stenosis, was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 3.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. During the third inflation at 20 atmospheres, the device became stuck with a non-boston scientific (non-bsc) guidewire. The balloon and guidewire were removed together. The procedure was completed with a different device. No patient complications were reported, and the patient remained stable. It was further reported that a 10 mm x 3.00 mm wolverine coronary cutting balloon was the complaint device which was stuck with the wire. The previously reported 3.50 mm x 12 mm nc emerge balloon inflated to 20 atmospheres was used in a separate case.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that froze on wire occurred. The target lesion, with 90% stenosis, was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 3.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. During the third inflation at 20 atmospheres, the device became stuck with a non-boston scientific (non-bsc) guidewire. The balloon and guidewire were removed together. The procedure was completed with a different device. No patient complications were reported, and the patient remained stable.